Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported her insulin pump's screen was blank, so she replaced the battery. The device alarmed failed battery test. Customer's blood glucose is over 400mg/dl. She treated with a manual injection. The battery compartment and cap are not damaged or corroded. Customer removed the battery for ten minutes, cleaned the contacts, and reinserted a new one. The device alarmed failed battery test again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected failed battery alarm noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.